Event description:
It was reported via repair work order that the hall effect components are broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.